Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose (bg) was over 500 mg/dl which was addressed with a manual injection. Reportedly, the customer declined the system check. The customer wears the pump against their skin. Tandem technical support advised the customer to wear the pump in a case in order to prevent temperature changes to the pump.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was not verified in the pump logs. Investigation could not be completed as the cartridge was not returned.